Event description:
It was reported that after the procedure, the cord between the handpiece and the battery pack was cut. When the battery case was opened, the battery exploded. There were no adverse consequences associated with this event.

Manufacturer narrative:
The instructions for use provided with this device warn "do not cut the power pack from the unit for disposal. Cutting through the power cable could result in shock, excessive heat and/or sparks, which may cause personal injury and/or fire." The IFU was discussed with the account and the warning was stressed. The device was not returned to MFR for investigation. If the device is returned, a follow up report will be filed.